Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that several of her infusion sets have separated near the luer connection causing high blood glucose of 500 mg/dl. She stated that a normal blood glucose reading is 110 mg/dl. The patient stated that she changed her infusion set, gave herself an insulin injection, and also bolused to lower her blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product will be returned for evaluation.